Event description:
While using the system, a sound came from the monitor and the operator felt a tingle/shock across fingers which was in contact with the switch panel of the system. The operator also observed a small spark in the same area. Then the monitor went blank. The pt, being scanned with the transducer component, did not feel anything unusual.